Event description:
In 2009, the lay user/pt in the UK, the pt's mother, contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. The technical service representative (tsr) contacted the pt to obtain information; however, was unable to reach her by telephone. For an unspecified time period, the pt claimed to have obtained higher than expected readings on the reported meter. On the day prior, the pt obtained the blood glucose reading of 16.9 mmol/l on the reported meter, and a reading of 12.0 mmol/l on a second meter within 10 mins of each other. Based on the evaluated meter readings, the pt claimed to have increased her evening humalog insulin dose to 8.0 or 9.0 units, instead of 5.0 or 6.0 units. At an unspecified time after taking the increased insulin dose, the pt experienced the symptom of shaking. It would have been helpful to determine how long the pt had been obtaining evaluated readings, on what date the pt increased her insulin, the time of the onset of symptoms, the pt's meter readings obtained earlier on the day of the event, the meals and medications taken prior to the onset of symptoms, if the pt received any medical attention or treatment for the symptoms, her diabetes medication regimen, and her frequency of testing. During the troubleshooting telephone call, the tsr determined the pt's testing technique was correct, the test strips were in good condition and within expiration dating, and the meter was programed for the correct unit of measure and calibration code number. Quality control testing was performed during the call, with failing results. The meter, test strips and control solution were replaced. The pt allegedly experienced symptoms suggesting severe hypoglycemia after taking increased doses of insulin, based on evaluated blood glucose readings. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.